Manufacturer narrative:
Unique identifier is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Ten (10) unopened original packages containing a 3 milliliters (ml) line-draw syringe with a device. The actual samples used at the time of the complaint were not returned for investigation. The returned samples did not reveal any defects or anomalies. The returned samples were tested by simulating actual use. Fluid was drawn into syringe through the luer fitting, filling to the nominal capacity. While holding the luer of the syringe uppermost, the plunger was pulled back to create an air pocket. The cap was firmly seated on the luer of the syringe according to information for use. The plunger was depressed until the air was expelled from the syringe through the device until the fluid made contact with the filter material. All returned samples were able to successfully draw fluid into the syringe and to expel air bubbles from the sample, through the filter-pro devices. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer had multiple issues with the new devices. The customer removed the syringe of an art-line port and all the blood poured back out immediately. This previously occurred with 2 other nurses. When the syringe was attached to a patients art-line port to draw, there was not any suction with the plunger only air came up. This occurred with 2 syringes back to back and the caps fell off easy. No patient injury was reported.